Manufacturer narrative:
The device was returned with pusher, catheter, and implant for analysis. The pusher was kinked at the proximal section with bent sections. The heater coil section was undamaged. The implant coil was stretched/bent/kinked. The catheter was bent. The monofilament shows a tensile break and not a normal thermal detachment the investigation confirmed that the returned implant coil was separated through a tensile break. The stretched implant coil condition can be produced or occur when the unit is subjected to excessive force during handling, wrong manipulation or incorrect catheter position during the retraction process. The catheter was smashed, which can increase the friction and stretch the unit if it did not have space to pass through. The root cause of the complaint could not be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer. The device was used during the same procedure as was reported in MFR report# 2032493-2018-00284. The instructions for use (IFU) identifies premature of difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil was advanced into a branch of the hypogastric artery, but it did not "pack well". During the removal attempt, the coil detached in the catheter. Both segments of the coil were removed in their entirety together with the catheter as a single unit. There was no reported patient injury or intervention. The patient was reported to be stable.